Event description:
The customer reported that the system displayed a communication failure error message. This error message will likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurs. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib and ffb circuit boards were reseated along with the associated power supply connectors. The system was then found to be operating as intended.